Event description:
Information received indicates the left foot siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch cover was bent. He straightened the latch cover to repair the bed.